Event description:
It was reported that customer had an emergency room visit due to high blood glucose. The blood glucose reading at the time of the event was 576 mg/dl. Customer experiencing vomiting and low blood pressure. Customer could not lower the blood glucose reading with the insulin pump. Customer was treated with fifteen units of insulin. Time and date are correct. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.